Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 46 mg/dl; bg cause not provided. Customer consumed carbohydrates to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.